Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke (wiring broke). It is unknown how the procedure was completed or if the reported event had any impact on the patient. On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report 3901330000-2024-8049 stating: two robot endowrists - fenserated bipolar forcep and prograsp forcep broke (wiring broke) during surgery.